Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error alarm with their insulin pump. The customer states the pump alarmed for motor position encoder error. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm the motor position encoder error alarm due to history file overwritten with displayable history crc check failed alarms due to a corrupted history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, prime test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.